Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune tka to treat advanced end-stage osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a revision of the right knee to treat pain and suspected loosening. The femoral component and tibial tray had minimal loosening but were revised due to unspecified ¿soft tissue appearance¿. The loosening interface was unknown. There was no reported product problem with the explanted tibial insert. The patella was well-fixed and retained. The patient received depuy tc3 revision products utilizing unknown cement. The procedure was completed without complications. Doi: (B)(6) 2017. Dor: (B)(6) 2019; right knee.